Event description:
Customer reported that the t: slim x2 pump battery was not charging due to a damaged silver usb port, causing the pump to shut down. Blood glucose level rose significantly to 820 mg/dl, and the presence of ketones was identified as life-threatening, requiring hospitalization in the intensive care unit (ICU) for four days. Customer received intravenous insulin and potassium treatments, which resolved the issue without any permanent damage. Technical support instructed the customer on proper usb insertion to avoid further damage and arranged for a replacement pump, which included updated software. Customer planned to use multiple daily injections (mdi) as backup therapy and was advised on steps necessary when receiving the new pump.